Event description:
It was reported the customer had a large crack on their insulin pump's screen. The customer also reported the plastic casing around their reservoir was about to fall off. The customer's blood glucose was 206 mg/dl. Customer stated they had been experiencing high blood glucose for three months due to dietary issues. The customer was also unsure how the damage had occurred. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.